Event description:
During a remote follow up, high defibrillation impedance was noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indication the rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.